Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported that the cause of the peritonitis was due to a gastrointestinal disorder due to food (no further detail was provided). On an unreported date the patient was admitted to the hospital for the peritonitis. No further information was provided regarding the treatment for the event, the outcome of the peritonitis or whether dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). Fifty three days after onset, the patient was recovered from the peritonitis and antibiotic treatment was discontinued. Should additional relevant information become available, a follow-up will be submitted.